Event description:
Complainant reported that after removing a j-tube enteral feeding device that was reported to have malfunctioned, the clinicians performed a second therapeutic procedure, placing another j-tube enteral feeding device in the pt (age and gender unknown). It was reported that this tube also became detached from the feeding port approx a week subsequent to the device being placed in the pt. The physician indicated that this tube was also successfully removed endoscopically from the pt's stomach. Another replacement device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. Please see medwatch report number 6000048-2005-00017, which documents the first device malfunction.